Manufacturer narrative:
Additional suspect medical device components involved: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5054015.

Event description:
A report was received that a patient's left brain lead was explanted. It is not known why the lead had to be explanted at this time. The patient is not experiencing any further issues post operatively.

Manufacturer narrative:
Additional information was received that the reason for the reported lead explant procedure was due to high impedances.

Event description:
A report was received that a patient's left brain lead was explanted. It is not known why the lead had to be explanted at this time. The patient is not experiencing any further issues post operatively.

Event description:
A report was received that a patient's left brain lead was explanted. It is not known why the lead had to be explanted at this time. Additional information was received that the lead was explanted due to high impedances.

Manufacturer narrative:
Correction to the follow-up #2 MDR in blocks b3 and d6b.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's left brain lead was explanted. It is not known why the lead had to be explanted at this time. The patient is not experiencing any further issues post operatively.